Manufacturer narrative:
This report is for the same event as manufacturer report: 2937094-2020-01067.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure a total of three fibers were used. The first fiber forward fired after 350 joules of use while working with 180 watts in a 120 cc prostate gland. The fiber was replaced, however it also forward fired after 350 joules of use while working with 140 watts. The physician opened a third fiber to successfully complete the procedure without clinical consequences to the patient. 2 of 2 reports.